Manufacturer narrative:
D3 manufacturer fax and g1 manufacturer contact fax number were added as they were omitted from the initial report that was submitted. D4 revised primary UDI number as it was reported incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (arrhythmia): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Event description:
A 74 year old male was admitted for an acute decompensation of a chronic heart failure. The patient arrived in a critical state and anuric. An impella cp was placed and continuous renal replacement therapy was started. On the first day of support, the patient suffered repeated episodes of ventricular tachycardia and expired. The patients underlining critical condition most likely contributed to the patients death.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.